Event description:
It was reported that customer had the pump language switched to (B)(6). The pump was locked in a different language. Customer was sleeping at the time of the call. Customer's father was assisted with putting the pump back in english. A self test was run and the pump passed customer's father was advised to monitor the pump and call back if the issue occurs again. Customer's blood glucose level was 25 mmol/l. Customer treated with insulin pen. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.